Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/4/2024, it was reported by a sales representative via phone that an ar-8988-cp fiberlock suspension system had an issue during a cmc suspension arthroplasty procedure on (B)(6) 2024. Upon insertion, it seemed the anchor was unloading, and they were able to reload it. They drilled again and went through the distal cortex, but the anchor would not seat and kept pulling through. Nothing broke off inside the patient. The fiberlock suture anchor and the sutures were removed from the patient in one piece. Upon removal, it was noticed that the device was bent, but nothing had broken off. Another ar-8988-cp fiberlock suspension system was used to complete the procedure successfully with no patient harm. The case was delayed for just over 15 minutes, and the sales representative could not confirm if additional anesthesia was administered to the patient. The complaint device was discarded, and no pictures were taken.